Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a pediatric skull surgical procedure, it was observed that the hose on the motor device had burst. According to the report, this was the third time that the event occurred in the same area. As a result, there was a delay in the surgical procedure; however, the amount of delay was not specified. A spare device was used to continue the procedure. It was reported that the surgery was completed successfully with a "gigli" saw which was very traumatic for the patient. According to the report, since the patient's cranial bone was thin, the "gigli" saw caused increased bone loss, profuse bleeding, and longer surgical time. It was reported that this led to greater recovery time for the patient; however, the patient's status post-surgery was stable. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose assembly had a hole in the hose approximately two inches from the distal end which was consistent with having burst (ruptured). Therefore, the reported condition was confirmed. It was determined that the outer hose carried the return air back from the handpiece to the hose muffler to exhaust. It was determined that the outer hose could be restricted by occluding it (e.g. Stepping on, leaning on, clamping on), causing air pressure to build which would be caused by user error. It was determined that if the outer hose was restricted, the air pressure could be relieved by the pressure relief valve if the occlusion was proximal of the pressure relief valve. It was determined that if the outer hose was occluded distally of the pressure relief valve, the pressure could not be relieved and the outer hose could rupture from pressure build-up. The cause of the occlusion was not determined but would have occurred distally of the pressure relief valve. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: the reporter email was reported as unknown in the initial medwatch, the email has been added to (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.